Event description:
It was reported that the device reached elective replacement indicator (eri), that it could not be interrogated and that the patient had not heard the patient alert. It was noted that the patient had not had the device checked in two to three years. It was also reported that the right atrial (ra) lead had a high threshold. The device and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched.